Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). During a cia chronic total occlusion case, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported.